Event description:
Cordis envoy was advanced by the doctor through a 6 fr. Sheath. The catheter bent in half in the aorta. The physician attempted to straighten out the catheter with a wire, but was not successful. The catheter was removed with some difficulty. Upon removal, the doctor noted that the device appeared stretched and kinked. The MFR. Has requested the device back for non-destructive testing.